Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the objective lens broken, u/d or r/l knob broken and air/water nozzle clogged. Based on the result, we concluded that it was caused, due to the objective lens broken. However, other failures are not related to the alleged complaint.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805.

Event description:
The nozzle is clogged, service inspection found also a broken objective lens. This event occurred at the time of before use. There was no report of patient harm.